Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg was undersensing or delivering inappropriate pacing. The epg passed incoming functional testing. It was indicated that the output connectors, upper case, and keypad were damaged. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction and/or serious injury is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2018. Information was subsequently received on (B)(6) 2017 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported that, during the turning of a patient, the external pulse generator (epg) delivered inappropriate pacing, due to undersensing. It was noted that the facility's engineering department performed functional testing on the epg, and could not reproduce this behavior. The epg was returned for service. It was later reported that the patient had died.